Event description:
As reported by the edwards field clinical specialist, upon removal from the packaging, when pulling negative pressure on the delivery system balloon, the clinical specialist noticed a significant amount of air being pulled back into the syringe. The clinical specialist checked the connections and attempted to prep the device again with the same result. The clinical specialist inflated the balloon with approx 10cc of 85/15% contrast solution and during aspiration the volume did not completely evacuate the balloon. A new delivery system was opened and prepped without issues, and it worked perfectly during the transcatheter aortic valve replacement (tavr) procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation in a used condition. The delivery system was visually inspected for physical defects or extraneous matter (such as cracks, etc.) Under magnification. A kink was observed on the outer shaft, distal to the strain relief of the delivery system. No other visual abnormalities were observed. Functional testing was performed to de-air the system. A gross leak was noted under the strain relief and the system could not be de-aired successfully. The strain relief was then removed to investigate the gross leak. A complete separation of the outer shaft was observed at the location of the strain relief. Upon closer inspection, both the pebax material and the wire braiding were separated. The pebax material shows relatively little stress marks. It also appears that the tubing was subjected to a tear that propagated completely until separation, as evidenced by the slight discoloration of the material. Dimensional analysis showed that the outer shaft inner dimension (ID) and outer dimension (od) meet specifications. Attempts to recreate the issue showed that when there was either a tear or puncture in the tubing, torquing can cause the tear to propagate and form a similar tearing pattern found in the returned complaint device. At this time, it is difficult to conclusively state that a slight damage/tear to the tubing existed prior to use and that this was the failure which resulted in the full tear observed; a definitive root cause could not be determined. If a tear or similar damage was present on the outer shaft underneath the strain relief at the case site, handling issues or shipping could have caused the tear to propagate and create a complete separation. A manufacturing non-conformance was confirmed, which caused the inability to de-air. A device history record (DHR) review of the affected work orders did not reveal any issues that could have contributed to the reported complaint. A lot history review did not reveal any similar complaints under the same lot. A review of the assembly process at edwards shows that a tear occurring during the manufacturing process of the delivery system is highly unlikely. The manufacturer of the outer shaft component was made aware of the complaint and has launched an investigation for the issue.